Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is constantly dripping out insulin. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer's current blood glucose was 127 mg/dl. The customer alleged the pump may have been over delivering. Troubleshooting was completed but did not resolve the issue. The customer stated the sensor glucose was dropping fast and they were having sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.